Event description:
It was reported that the customer had been experiencing high blood glucose levels for (B)(6). The customer's most recent blood glucose reading was 470 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. During the call, the caller stated that she would be taking the customer to the emergency room for treatment since he did not have a back up plan of manual injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.